Manufacturer narrative:
Concomitant medical products. Dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead was out of range. The coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.